Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was visually observed at the arterial (red) hanson. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 50cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.